Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture and capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female underwent a primary breast augmentation with mentor memorygel breast implant 400cc and experienced bilateral rupture and capsular contracture post-operational. As a result, the patient underwent bilateral device removal on (B)(6) 2019. The patient experienced a complicated surgery and stayed 14 days in a rehabilitation facility. This report is for the left side.

Manufacturer narrative:
On (B)(6) 2019, mentor became aware that the patient experienced bilateral baker grade IV capsular contracture and unspecified unexplained systemic symptoms. The root cause of the patient's symptoms is unclear. On 11/5/2019, the photo investigation was completed. Photo investigation summary: there was no sample received for analysis. Only pictures of the sample were received for analysis. Upon visual inspection of the picture, the device was found intact. No anomalies were observed. The photos do not provide enough evidence to determine any failure. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. Postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. An investigation of the received information was performed, and mentor could not uncover a device failure that we could connect to the reported medical symptoms. Manufacturer's reference number: (B)(4).